Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and stated that their quality controls were within specification. The ccc specialist dialed into the system remotely and determined that there was a process error for the aliquot probe and the container bottom was not found. The ccc specialist ran a quick check, which passed. The aliquot probe was replaced and aligned. The ccc specialist stated that the issue was resolved by replacing the aliquot probe. The instrument is performing within manufacturing specifications. No further evaluation if device is required.

Event description:
A discordant, falsely low vancomycin result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the pharmacist, who questioned it. The sample was repeated on an alternate dimension vista instrument and on the original instrument, resulting higher both times. The corrected result from the alternate dimension vista instrument was reported. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low vancomycin result.